Event description:
A consumer implanted for non-malignant pain and degenerative disc disease reported they turned stimulation off at night, and turned it back on in the morning. Two to three days ago the consumer went to turn stimulation back on in the morning, when they noticed they didn't feel anything on programs 1 and 2, but could still feel stimulation on programs 3 and 4, and experienced a loss of therapy. There were no traumas or falls reported related to this issue, and adaptive stim wasn't enabled. The patient programmer (pp) was used to connect with the implantable neurostimulator (ins) which showed stimulation was on. Troubleshooting was performed and stimulation was increased which allowed the consumer to continue to feel stimulation on programs 3 and 4 on the group they were on, but even when stimulation was increased they didn't feel anything on programs 1 and 2, which the consumer thought it meant the leads weren't working, but this was clarified to meant they were talking about the stimulation issue. The consumer was going to make an appointment with the healthcare provider (hcp) to have the internal components checked.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that she was able to meet with a manufacturer's representative for a reprogramming session. The rep informed her that lead 1 was "dead" and as programs 1 and 2 made use of a circuit between those two leads, no stimulation was felt from either lead. The patient was reprogrammed so lead 2 works independently of lead 1, while leads 3 and 4 were stated to be fine. The patient stated that she was happy to have avoided a surgery, and she claims the leads are working well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.